Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had blood back in pim. There was patient involved but no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they found evidence of blood in and around the pim and the safety disk. It was stated that this did not result in any shutdown. The fse replaced the pim and performed preventative maintenance; the unit passed all tests and was handed over the unit to the customer in good condition.